Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found within the infusion set tubing. Reportedly, the customer uses fiasp insulin within the pump supplies. Customer's blood glucose (bg) level was 228 mg/dl. Additionally, it was reported that the customer experienced a low bg level ranging between 49-68 mg/dl due to an unknown cause. Juice was consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.